Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was low and that the insulin pump was alerting for a lost sensor. The blood glucose reading was 38 mg/dl. The customer treated with juice and peanut butter. The customer reported that he was in a hospital was given insulin incorrectly. The customer was in the hospital for heart surgery and declined troubleshooting for low blood glucose.